Manufacturer narrative:
Product was not returned to manufacturer. No examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Case elements review shows that the surgeon used the trial without an x-ray check. Also he implanted the cage without using the adjustable stop associated to the inserter and without making an x-ray check of the implant positioning. From provided description, the implant positioning issue is caused by an user error. As the surgeon refused to follow instruction during implant insertion. Investigation found no product issue.

Event description:
Roi-c : positioning issue. C3-c4 implantation was done without difficulty. On c5-c6, after discectomy, trial was used. Surgeon refused to make control. Cage was implanted, still without control. First anchor impacted in c6. Surgeon removed the implant holder before reporter would have the time to tell him to impact the second anchor. He feels the cage moved (surgeon uses implant holder without adjustable stop). X-ray control was done. Confirmed that position wasn't good. Reporter advised surgeon to remove the cage. Anchor and cage removal was done without difficulty. New cage was implanted (with adjustable stop), but without x-ray control. (First anchor was impacted in c6 without difficulty. In c5, difficulty to impact anchor. When removing implant holder, cage was broken. Anchor in c5 is not impacted at all. All the construct was removed. New cage was implanted, with starter awl following the surgical technique. Anchor was impacted without difficulty.) (This case is recorded in a second report). Products were discarded. No patient impact was reported. No surgery delay more then 30 min was notified.